Manufacturer narrative:
Physio-control has evaluated the device and has been unable to verify or duplicate the reported symptom of a white screen. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device had a solid white screen and its service indicator illuminated. The customer advised that the device was found this way during their morning check of the unit. A solid white screen can be indicative of a device lockup where the device would not have the ability to deliver defibrillation therapy. There was no patient use associated with the reported issue.

Manufacturer narrative:
As a precaution, physio-control replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio examined the removed ui pcb assembly and was able to duplicate the reported issue. Physio determined that the cause of the reported issue was a thermally sensitive integrated circuit (ic) chip, designator u2. Ic chip u2 would cause the device to lock-up with a white display. The removed sc pcb assembly was an ancillary part and there was no failure of the assembly.